Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states, precaution: keep leg bag below the bladder to ensure urine is flowing freely. Make sure all connections are compatible and fit securely. Ensure leg bag is secure to prevent slippage. A loose strap may cause leg bag to fall. Discard and replace bag if it becomes discolored, brittle or contains bad odor (even after cleaning). When leg bag is used with a foley catheter connection, it should remain in place for up to 7 days: dispose upon disconnection. When leg bag is used with a penile sheath/intermittent catheter, clean bag and disinfect as needed and replace every 7 days. Leg straps (if provided) are single use up to 7 days. Warnings: remove leg straps for conditions including, but not limited to discoloration, swelling, numbness, rash, discomfort or if the leg strap is soiled. For pre-existing conditions, and/or if experiencing problems with use of the device, please consult your healthcare professional for assistance. Instructions for use: wash hands with soap and water, before and after handling the sheath/ catheter and/or leg bag. Placement 1. Thread straps through the top and bottom of the leg bag, as shown. 2. Position the bag on the leg where it is most comfortable. Printing on the bag should be facing outwards. 3. Secure the bag with leg straps. 4. Ensure outlet valve is in the closed position. 5. Remove cap from the inlet connector. 6. Connect the urinary catheter to the inlet connector on the leg bag. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d this report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has advised that some leg bags were discolored inside. One was completely blocked. Resulting in overflow.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient has advised that some leg bags were discolored inside. One was completely blocked. Resulting in overflow.